Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist (tss) rebooted the machine, and the drawers were back online. The tss confirmed that the customer was trying to issue item medication but after too many failed attempts, count went to zero and the director of nursing (don) was not available. So, the tss advised the customer to contact patient-controlled analgesia (pca) pharmacy to have them cycle count item to restore quantity. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers were offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.